Event description:
It was reported that the ventilator had an issue with o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the device alarmed for incorrect oxygen concentration, however it was not clarified if the o2 concentration was being too low or too high. The customer performed troubleshooting by themselves and device will be repaired by the hospital's clinical engineering technician. There was no on-site visit by our technician. No more information was provided and it is impossible to know which part was found defective. Alarm o2 concentration (high or low) is activated when measured o2 concentration exceeds the set value by more than 5 vol.% above or below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Unfortunately, as the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown, the cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).